Event description:
Additional information was received indicated the device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed, however, additional far field r-wave oversensing resulting in atrial fibrillation/atrial tachycardia was noted on the device following the reprogramming. Abbott technical support was again contacted and additional reprogramming was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.